Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that a shock was not delievered when required due to underdetection of ventricular fibrillation. As a result, cardiopulmonary resuscitation was performed. The device was reprogrammed to prevent this from reoccurring.